Event description:
It was reported that after the implant procedure, the pocket was closed and the device was interrogated. It was revealed the right ventricular lead demonstrated intermittent capture and sensing difficulty. It was decided to re-drape the patient and reposition the lead. Shortly after the lead repositioning, there was a dramatic decrease in the patient's blood pressure. Fluoroscopy revealed the heart was not contracting well and an echocardiogram showed fluid in the pericardium. A pericardiocentesis procedure was performed and normal blood pressure was obtained. The device was checked the morning after the procedure and the ventricular parameters were "good". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.